Event description:
It was reported that during follow-up, review of sessions records revealed noise. The patient did not receive any therapy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found under the rv shock coil at 4.7-5.3cm from the lead tip. The etfe coating was intact. A fracture of the rv conductor was found at 7.0cm from the lead tip. Internal insulation abrasion under the rv shock coil was noted at 3.3-3.9cm from the lead tip. One of the rv conductors was fractured and the etfe coating was abraded at this location. Internal insulation abrasion was noted under the rv shock coil at 5.5-5.8cm. The sensing conductors were fractured at this location. This is consistent with the reported field event of noise.